Manufacturer narrative:
Ps300010 method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) new zealand and was visually inspected and tested for leaks. The customer had noted that the chamber was used as part of a high frequency ventilator (hfov) circuit. Results: visual inspection revealed vertical crack lines on the chamber dome near the hinge bracket and few other places. A water leak was not observed when connected to a water source only. A water leak was started to be observed from the crack lines when the chamber was connected to an air flow and was pressurized. Conclusion: we are unable to determine what has caused the crack on the chamber dome which leads to the reported water leak. However, it is noted that the chamber was used as part of a high frequency ventilator (hfov) circuit. The subject device is not recommended to be used with hfov. The reported chamber dome crack is most likely to be caused by misuse of the chamber. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject mr290v chamber would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred during use, which suggests that the subject mr290v became damaged after it was released for distribution. Our user instructions that accompany the mr290v chamber state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - use only the mr290hfv with the sensormedics 3100b [hfov]. - maximum operating pressure: 8kpa - use of the mr290v above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure.

Event description:
A hospital in the UK reported that a mr290v vented autofeed humidification chamber was leaking water during use. Water was present on the floor and a hospital staff slipped and fell. No further consequence was reported. There was no further reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that a mr290v vented autofeed humidification chamber was leaking water during use. There was no reported patient consequence.